Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm twice. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer reported they are unsure if the drive support cap was protruded, loose, sticking out or flush. The insulin pump did not exposed to high magnetic field. Customer cleared the alarm and rewind the insulin pump on the 3rd time successfully. Customer was now able to deliver bolus successfully after changing to a new infusion set. The device will not be returned for analysis.